Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-oct-08. It was reported that the rep was unaware of what additional diagnostic/troubleshooting was performed. It was also unknown what factors led to a pocket fill, what actions were taken to resolve the issue, and if the issue was resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 600 mcg/ml of baclofen at 100 mcg/day and 3 mg/ml of dilaudid at 0.5 mg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2019 the patient had a pump refill at her managing physician's office. Later in the day she was reported to be acting erratic and eventually her breathing became labored and suppressed. It led to her being ventilated at the emergency room. The ER physician was conducting tests and was concerned about a possible pocket fill. The physician had the rep read the pump to confirm that it was working and not stalled. The pump logs were read and the rep confirmed that it was functioning properly. The physician was informed that the pump would only show the programmed volume, not actual volume, so it would not reflect the true volume if the drug was not put in the pump properly. The pump was read on (B)(6) 2019 at 8:15pm cst. The patient was going to be placed in the intensive care unit (ICU) for observation. The ER physician planned to work with the managing physician to treat the patient. It was unknown if the issue was resolved at the time of the report (B)(6) 2019. The patient's status was provided as alive, no injury. No further complications were reported or anticipated. The patient's medical history included a spinal cord injury. The patient's weight and other medications being taken at the time of the event were not available.